Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary - the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown completely out of its original package and protective blister. The device looks in used condition, biological matter can be observed on the shaft. The anchor was found cracked at the tip. The complaint is confirmed for the broken anchor, however the upon receipt condition is not confirmed since the device was used. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br3sut w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to bending force that was applied and consequently caused the anchor to crack. As per instructions for use (IFU): do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review - there was no non conformance regarding this lot.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the 4.5 healix advance br3sut w/oc device was cracked. It was initially reported that before a rotator cuff repair procedure, the packing was opened and the anchor was found to have broken off. The device was not used. There were no delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.